Event description:
The customer called to report that they do not hear any beeps on the pump. The customer stated that they noticed the low battery symbol, but it did not beep. Troubleshooting was performed. The audible tone could not be heard.